Event description:
It was reported that during an implant procedure for another lead, the physician accidentally damaged this right atrial (ra) lead with a laser lead extraction system, causing a high pacing impedance and a loss of capture. It was also mentioned that the patient experienced a blood pressure loss during the procedure. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that during an implant procedure for another lead, the physician accidentally damaged this right atrial (ra) lead with a laser lead extraction system, causing a high pacing impedance and a loss of capture. It was also mentioned that the patient experienced a blood pressure loss during the procedure. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.